Event description:
Physician reported, left side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken assessed, as surgical damage. And missing assessed, as inconclusive. As per the investigation procedure: crease and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.